Event description:
Defective ambu bag - intubated pt needing to be bagged. Ambu bag in pt's room was a breath tech bt 2000 (blue color with peep valve already attached). Pt was actively being bagged and was decompensating (heart rate decreasing to 60's and oxygen saturations decreasing). Attending, 2 respiratory therapist, pediatric nurse practitioner, charge rn, bedside rn present. Multiple interventions attempted such as suctioning and re-intubation. Pt decompensated to the point of needing resuscitation for approx 5 min. Epinephrine given x 1 and atropine given x 2. Ambu bag switched to another brand device and pt compliance improved. Once pt stabilized, it was discovered that pop off valve for breath tech 2000 ambu bag was releasing before reaching pressures of 40, therefore, pt was not receiving the pressures needed during bagging.